Event description:
It was reported that the customer delivered multiple boluses while asleep. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed carbohydrates, juice and baqsimi to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.